Event description:
The clinician reports the implant was placed (B)(6) 2019 in ada 4. Details of surgery: no primary stability, implant surface not completely covered w/ bone, ridge augmentation & immediate extraction site. On (B)(6) 2019, non-integration was verified. Patient presented with bone type iii and fair oral hygiene. The device was sent to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility, swelling & inflammation. No further patient complications were reported.